Manufacturer narrative:
B1 adverse event/product problem: corrected.

Event description:
It was reported that patient died. The 97% stenosis was located in the right coronary artery. A 3.00 mm x 10 mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, after bed preparation of wolverine, a synergy stent was deployed to the patient and taken to the ccu. However, patient developed hypotension and stated chest pain after procedure. Cardiac pulmonary resuscitation was performed, but patient had cardiac arrest and died the next day. The device remains implanted. It was further reported that the patient was admitted for an emergency procedure. The patient was having pain and breathing problem during the procedure but there were no complications immediately following the implant of the 3.00 x 48 mm synergy stent. The physician was not sure if either the wolverine or synergy caused or contributed to the patient death. The cause of death was cardiac arrest.

Event description:
It was reported that patient died. The 97% stenosis was located in the right coronary artery. A 3.00mm x 10mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, after bed preparation of wolverine, a synergy stent was deployed to the patient and taken to the ccu. However, patient developed hypotension and stated chest pain after procedure. Cardiac pulmonary resuscitation was performed, but patient had cardiac arrest and died the next day. The device remains implanted.